Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostim ulator (ins). It was reported the patient started having problems charging the ins intermittently last year sometime and took the battery out and that fixed it temporarily but then it started again in the last couple months. The patient said they noticed that the recharger (rtm) cord did get hot. The rep reported that the rtm was not finding the ins. The rep said that tech mode was performed remotely and the system reconnected at that time but the rtm remained unable to keep connection with the ins. Repair noted the rtm cable was heating up 1 inch from the donut and the control box was heating up. A replacement rtm was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.- information was received from a manufacturing representative (rep) regarding the patient. The rep reported that they are seeing a ¿device not found¿ and ¿needs charge now¿ screen. They stated that they do not know when the patient last successfully recharged the device but is currently not feeling any stimulation. Patient services reviewed passive recharge. No further complications were reported or anticipated. Additional information was received from a manufacturer representative on 2020-apr-13 reporting that the cause was unknown. The issue resolved with a new antenna. It was confirmed that the system was functioning properly at this time. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) b3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found rtm cable was heating up 1 inch from the donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.